Event description:
The customer reported a ventilator experienced a shutdown in the emergency department (ed) last week, the respiratory technician (rt) noted a hissing noise and a blank screen on the ventilator. The rt reported that v60 was running on battery and that the battery was found to be low. Patient or user involvement information is unknown and was requested from the customer. No patient or user harm was reported. The device was evaluated by the customer who confirmed the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10/h11: multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.